Event description:
It was reported that a home patient (hp) had re-used a single use disposable cassette during peritoneal dialysis. The hp contacted baxter's technical service center concerning an unrelated alarm and stated they had added "new lines to previous bags". The technical service representative (tsr) assisted the hp with ending therapy. The tsr advised the hp to dispose of the current supplies attached and start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A sample was not requested and a batch review will not be performed as this event involved use error and there was no allegation of a product malfunction. The complaint was confirmed, based on the customer report. The cause of the use error was undetermined. A labeling review found that all printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only."